Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise resulted in two untreated episodes for this patient. Both episodes appeared to be due to movement related noise and occurred around 1:00 am. The qrs complex was observed to be half the size in the episodes compared to the presenting data. A boston scientific technical services consultant discussed troubleshooting and programming options for this patient. No adverse patient effects were reported. Additional information was received that this patient presented to the clinic due to oversensing. Noise could be reproduced with the patient lifting left arm and it seems as if the device is moving in the pocket. A boston scientific technical services consultant documented and discussed the reported clinical observations and recommended further troubleshooting. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise resulted in two untreated episodes for this patient. Both episodes appeared to be due to movement related noise and occurred around 1:00 am. The qrs complex was observed to be half the size in the episodes compared to the presenting data. A boston scientific technical services consultant discussed troubleshooting and programming options for this patient. No adverse patient effects were reported. Additional information was received that this patient presented to the clinic due to oversensing. Noise could be reproduced with the patient lifting left arm and it seems as if the device is moving in the pocket. A boston scientific technical services consultant documented and discussed the reported clinical observations and recommended further troubleshooting. The device remains in service and no adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to oversensing of myopotentials and t-waves. It was noted that smartpass had been disabled. Review of the event identified t-waves are now the same size as the small r-waves. A boston scientific technical services consultant stated the physician needs to assess where the heart is relative to the emblem system and determine why the r waves are so low. The best vector should be programmed either manually or automatic set up should be performed to re-enable smartpass. Further review was requested for the untreated event and atrial fibrillation (af) episodes. Programming options and potential root causes were discussed. The patient has developed right bundle branch block (rbbb) which could result in re-screening not passing. A transvenous system could be considered; however, the patient does not want anything implanted in his heart. The system remains implanted and no adverse patient effects were reported.